Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exam used in the procedure was evaluated by medtronic personnel. The tracer registration performed was found to not be located on the patient was did not make contact with the skin of the patient.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision of 6 inches was observed following tracer registration. The surgeon was unable to complete a successful registration on the navigation system and used a separate medtronic navigation system for the procedure. There was a reported delay to the procedure of 45 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The exam used in the procedure were evaluated by medtronic personnel. The representative reported that a higher quality 3d model could have been optimized by using the auto-refine functionality. It was noted that the site did not use the auto-refine functionality when the reported issue occurred.

Manufacturer narrative:
Additional information: patient ID, date of birth and gender provided.